Event description:
It was reported the device was used during a laparoscopically assisted vaginal hysterectomy. It was reported upon the second firing of the ez35w, the surgeon heard a loud "crunch." Upon examining the device with the laparoscope, surgeon noticed that the distal end of the trocar was broken with pieces inside the pt. The surgeon had to open the pt to look for trocar fragments. Some were still missing post-op.